Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump have a delayed response. The customer sated he had to press the buttons for a couple of seconds to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 115 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.